Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sets were placed on the homechoice machine and connected to lab solution bags for priming and ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a connection issue, this problem occurred during dwell 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated the bag disconnected from the tubing. The tsr assisted the hp in ending therapy. The hp would restart with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: she wasn't sure what caused the lines to separate and it was the line from the cassette to one of the bags. Samples were discarded but a companion sample was requested for the cassette. The patient was unable to locate the lot number on the bag of the cassette and the patient completed therapy by using new supplies. The nurse had been contacted regarding the event and there was no patient injury or medical intervention reported.